Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an ¿angio¿ of the leg via a contralateral approach, the hub of a flexor raabe guiding sheath separated upon removal of the device, with the dilator in place. The anatomy was reportedly very tortuous and tight, and the bifurcation was steep and/or calcified. An unspecified cook 635 stent was used through the sheath during the procedure. Resistance was encountered during insertion and/or removal of the sheath. The sheath was pulled from the patient, and the procedure was completed successfully. The patient was reportedly ¿fine¿. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: d4 primary UDI. Summary of event: as reported, during an ¿angio¿ of the leg via a contralateral approach, the hub of a flexor raabe guiding sheath separated upon removal of the device, with the dilator in place. The anatomy was reportedly very tortuous and tight, and the bifurcation was steep and/or calcified. An unspecified cook 635 stent was used through the sheath during the procedure. Resistance was encountered during insertion and/or removal of the sheath. The sheath was pulled from the patient, and the procedure was completed successfully. The patient was reportedly ¿fine¿. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of a customer provided photo was conducted as well. The complaint device was not returned to cook for investigation. However, cook examined a photo the customer provided that shows that sheath separated from the hub. The dilator was inserted into the sheath as the customer reported. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional complaints on the lot. The product IFU states, ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the customer testimony, customer supplied photo, dmr, IFU, and DHR suggests that there is evidence that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded patient anatomy contributed to this incident. The user reported the anatomy was very tortuous and tight, and the bifurcation was steep and/or calcified. Resistance was also encountered during insertion and/or removal of the device. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d9. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.